Manufacturer narrative:
The failure investigation has been completed. Functional/duplication testing was performed, and no failure was identified related to the reported issue. However, a data log corruption issue was identified.

Event description:
It was reported that occlusion alarms occurred. Reportedly the customer attempted to address the issue with a pump supply change and a manual injection of insulin. On (B)(6) 2023 the customer went to the emergency room with a blood glucose level of 495 mg/dl and was subsequently hospitalized. Reportedly, the customer got dizzy, fell and hit their head and tailbone, and they had a "small concussion". The customer was treated with intravenous fluids of saline and insulin which resolved the issue. The customer discharged from the hospital on (B)(6) 2023 and reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.